Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the cause of the patient's fall was imbalance and the patient had not sought medical evaluation after the fall. At the patient's visit on (B)(6) 2015 for tremor and a check of their deep brain stimulation system, the patient did not report any headaches, but they had taken ibuprofen. The patient had tremor-predominant idiopathic parkinson's disease currently dominated by complications related to levodopa-based medications usage. Since the patient's leads were placed, they had increased sleepiness that had improved over time. The patient was currently taking citalopram, amantadine, klonopin and they had tried selegiline, pacitane, baclofen, azilect, and mirapex. After implant, the patient stopped taking stalevo, mirapex, and azilect. After initial programming, the patient developed marked dyskinesia after 24-48 hours. The patient had no hallucinations, their appetite was good, their mood was depressed, no dyskinesias, no dysphagia, fallen twice due to imbalance, no freezing, no wearing off, and their sleep was okay. The patient had swelling in their legs and since their last appointment they had more bradykinesia, shuffling, one fall, and fatigue. At the patient's last appointment, amantadine was reduced to 1 cap daily due to swelling, which likely caused the increased parkinsonian symptoms. The ins was programmed to c+, 8-, 9- at 1.5v, 60 usce, and 160 hz on the right side and 0+, 1-, 2- at 2.9v, 90 usec, and 160 hz on the left side. Impedances were measured to be within normal limits. Voltages higher than 4.0v caused bilateral mouth pulling regardless of electrode configuration. The mouth pulling had improved over time. The patient's leg tremor persisted at 4.0v. At 2.3v, the patient experienced improvement in leg symptoms, but they felt some mild pulling sensation across their forehead. Stimulation was increased by 0.1v on the left side to improve tremor of the patient's right side of their body and the patient planned to increase amantadine to address shuffling and slowness. The patient was also prescribed clonazepam to address sleep and citalopram for mood stabilization. Another appointment was scheduled for two months later.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they fell outside and since then they have had daily headaches and a new pain at the top of their head. In (B)(6) 2015, the patient was outside and fell on their back. The patient had contacted their health care provider (hcp) and they told the patient to take ibuprofen. Taking 2-3 ibuprofens a day helped a little bit. The headaches and pain had been gradually getting worse. No cause, diagnostics/troubleshooting, action/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.